Event description:
Pharmacist called stating that he had run his blood glucose test on the customer's breeze2 meter and received a reading of 383mg/dl. He re-tested on a different meter and received 106mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. On the insistance of the pharmacist, a new meter was sent to the customer. Strip information was not provided. No product is expected to be returned for evaluation.